Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported IV insulin administration. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Available device data does not show hyperglycemia on the reported event date; instead, cgm glucose was low or in range and the glucose trace was jittery, with excessive dexcom g7 brief sensor issue alerts. This pattern is consistent with inaccurate low cgm readings, which may have resulted in insufficient insulin delivery, and the event was likely further worsened when cgm signal was lost and insulin dosing stopped due to lack of cgm or bg input. Based on available information, no ilet malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 04-oct-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as high as 1056 mg/dl, resulting in hospitalization for dka. The user was treated in the hospital with IV insulin and later had a second hyperglycemic event on (B)(6) 2025 while off the ilet, treated with insulin injections. The user recovered and later reconnected to the ilet.